Event description:
A complaint was received stating that high readings were obtained on a customer's medisense 2 meter (200mg/dl) when compared to a laboratory comparison (80mg/dl). There was no report of death or serious injury. Medical intervention was not required. When the results are plotted on a clark error grid, a widely used and acceptable tool for estimating the clinical significance of differences in readings, these results fell into the "c" zone which is considered to be clinically significant.